Manufacturer narrative:
Reliability analysis not required. Unable to perform insertion test due to enlite sensor returned opened and used.

Event description:
It was reported that the customer's mother attempted to insert the sensor, but when she tried to put the 2 sensors into the serter, she stated that both sensors fell apart. The blood glucose reading was 204 mg/dl. The caller requested replacement of the sensors. Advised the customer's mother that the sensors were not approved for the customer's age group. Nothing further reported.

Manufacturer narrative:
Reliability analysis not required. Unable to perform insertion test due to the enlite sensor having been returned opened or used. The insertion needle was not returned with the sensor.